Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm and a crack on the pump. Customer stated that she was sleeping and she sweats, so they may be possible exposure to moisture. Customer stated that there were cracks also near the screen and on the battery compartment. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump had a cracked lcd window, minor scratches on lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.